Event description:
Device stopped functioning due to depleted batteries. Pt could not use device, which led to high blood glucose (>600 mg/dl) and hospitalization for 2 days. Treatment received: saline IV.